Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior scoliosis correction surgery at t3-l2. It was reported that 11 set screws stripped while trying to reduce the rod into the hooks. No patient complications were reported.